Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited low sensing. The lead was explanted and replaced successfully. All other electrical measurements were in range. The patient was stable post operation.